Event description:
It was reported that during a laparoscopic nephrectomy procedure, the instrument was stuck on the vena cava. The surgeon tried multiple attempts to release the instrument. The manual release lever worked to remove the device from the patient. Staples appeared formed. The patient is fine. The only consequence was that the patient was under anesthesia about 15-20 minutes longer while the surgeon was working to get the device open. There were no other complications.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.